Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of use. The field service engineer went onsite and found that the system will not start up because button was stuck somewhere preventing startup. Upon troubleshooting, it was identified that customer has accidentally placed something on the footswitch, which prevented the device from booting up. The fse removed object from the footswitch. After which, the system was returned to work in good working condition. The codes were updated based on the investigation outcome.

Event description:
System did not startup, there was a button active message. No harm was reported to philips. Philips has started an investigation of this complaint.